Event description:
It was reported that the patient presented to the clinic, no sensing or capture was noted. The lead was dislodged and successfully repositioned. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.